Event description:
It was reported that during the paroxysmal atrial fibrillation farapulse procedure, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared and inserted with no issue. After the insertion of the catheter, the faradrive steerable sheath clear continuously draw air during aspiration. The catheter was removed, and the visible air bubbles were noticed in the entire transparent shaft of the faradrive steerable sheath clear. Aspiration was repeated with no device in the faradrive steerable sheath clear and the faradrive steerable sheath clear continued to draw in air. Only dilator and catheter had been inside the sheath prior to, and/or at the time, the air was observed. A pressure bag was used for irrigation. No leak nor air in patient was seen. Guidewire was inside the catheter at the tip. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred, and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on the outer face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the paroxysmal atrial fibrillation farapulse procedure, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared and inserted with no issue. After the insertion of the catheter, the faradrive steerable sheath clear continuously draw air during aspiration. The catheter was removed, and the visible air bubbles were noticed in the entire transparent shaft of the faradrive steerable sheath clear. Aspiration was repeated with no device in the faradrive steerable sheath clear and the faradrive steerable sheath clear continued to draw in air. Only dilator and catheter had been inside the sheath prior to, and/or at the time, the air was observed. A pressure bag was used for irrigation. No leak nor air in patient was seen. Guidewire was inside the catheter at the tip. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis.